Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, there was a delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery. Additionally, the customer stated having a low blood glucose (bg) occurrence 65 mg/dl while contacting tandem technical support and drank orange juice to increase bg level. The customer stated the bg were due to overbolusing for food and not related to the pump or supplies.